Event description:
On (B)(6) 2019, I had an MRI performed at (B)(6), one of the biotronik techs set my pacemaker to the MRI mode which, as I understand it, increases the bpm from 70 to 90. Following completion of the imaging, the tech was to reset the device to 70 bpm. At a visit with dr (B)(6) on (B)(6) 2019, my electrophysiologist, he discovered the device had not been reset but had remained at 90 bpm for over four months. Now we're trying to assess what damage, if any, to the heart occurred. It would appear control features and protocols presumably in place at (B)(6) and with biotronik were compromised.